Event description:
It was reported that the patient received inappropriate therapies. When the lead was replaced, it was noted that two wires were outside the lead insulation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The complaint was verified in the laboratory. The insulation was abraded into the pacing coil underneath the rv shock coil. This could lead to oversensing and inappropriate therapy. The sensing cables were found extended and exposed outside the lead body close to the rv shock coil. The damage caused an electrical short circuit in the lead.